Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H4: the lot was manufactured between march 19, 2021 to march 20, 2021. H10:the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph using the naked eye and liquid droplets could be observed inside the drained bag however, a leak was not clearly visible at the edge where the customer marked the bag. The reported condition is not clearly observed via the photograph and due to the nature of the returned sample no additional testing could be performed. Therefore, the reported problem could not be verified or refuted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from an unspecified location. This issue was identified at the facility/hospital it was shipped to prior to patient use. There was no patient involvement. No additional information is available.